Event description:
It was reported that the patient with this pacemaker got very hot for one to two minutes when patient was outside and went away. Device was then currently checked, and everything was fine. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.